Event description:
Additional information was reported via a company representative (rep) that she was not aware if a new catheter was also implanted in (B)(6) 2015. The rep was to meet with the physician the week of 2015 (B)(6) through 2015 (B)(6) to get more information.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
A healthcare provider (hcp) notified a company representative that the patient in (B)(6) was receiving lioresal with concentration 2000 mcg/ml via their implanted intrathecal pump. The dose rate, drug concentration, and therapy dates regarding lioresal intrathecal was unknown / not reported. The indication for use regarding the pump was not reported. The patient referred increased spasticity 24 hours before admission. The date of event was (B)(6) 2015. Her ashworth score was increased to ii/iii. A catheter problem was presumed and catheter testing was performed by bolus injection. Since this was not possible, a catheter replacement was performed on (B)(6) 2015. It was further noted that the catheter was tested by bolus injection of diluted water soluble contrast. The patient's state did not change and she did not respond to single boluses. Therefore, having in mind previous information of possible pump malfunction, the pump was explanted on (B)(6) 2015. The device was not replaced. The patient was administered oral baclofen with satisfactory result. The patient was without injury and their outcome was ¿good.¿ the explanted device was being returned to the manufacturer. It was noted that the event had not been reported to the regulatory authority of the country where the event occurred. Additional information was requested including what was the daily dose rate and drug lot number of lioresal intrathecal. Additional information will be provided via a supplemental report as new information becomes available. On 2015-09-10 (B)(4) (for, rep): a company representative reported that medtronic distributor (B)(4) was in possession of the pump and the (B)(4) is going to return the pump for analysis.